Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a lung resection, while being applied at the parenchyma, the device did not fire. The surgeon was able to enter firing mode, but the device did not fire. Another reload was used to complete the case.